Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s therapy was turning off by itself. The consumer said the ins was working excellently before this. The patient had pain when the consumer checked with the patient programmer and stimulation was turned off, and turned off by itself. The patient thought it may have had something to do with when she met with the manufacturer representative (rep) the last time at the healthcare professional (hcp) office and the rep programmed the patient to have adaptive stimulation. It was noted that the patient was on program b and it would say upright or lying. There were no trauma/falls reported that could have been related to this issue. The patient was standing when they felt the stimulation turn off. The stimulation turning off was not related to positional movement. The consumer was able to turn stimulation back on after synchronizing with the patient programmer and he saw the lightning bolt that stimulation was on. The patient was standing and when the consumer turned stimulation back on the patient could feel it; however, within seconds stimulation turned back off again because the patient could tell that stimulation went off and the lightning bolt was gone. During these events the patient confirmed the ins status with the patient programmer correctly. The patient programmer confirmed that stimulation turned itself off when it should have been on. The consumer would check to see if stimulation was off and the patient programmer showed stimulation was turning off by itself; the lightning bolt was gone. The consumer checked with the recharger and it registered that stimulation was on and showed the lightning bolt, but the patient could tell that stimulation was off. The consumer said that the patient could tell when stimulation was on and when it went off because the patient could feel stimulation when it was turned back on. It was noted that the consumer was able to synchronize the patient programmer and then turns stimulation on. It was noted that the battery was rechargeable. The patient/consumer were to follow-up with the hcp. It was noted that the patient had leg pain. The leg pain, stimulation turning off by itself, and the recharger showing that stimulation was on when the patient could tell it was off began in (B)(6) 2017, a couple of days prior to (B)(6) 2017. Adaptive stimulation was programmed with a rep in (B)(6) 2017, two weeks prior to (B)(6) 2017. It was noted that the consumer spoke with a rep on (B)(6) 2017 regarding this event. The patient had an appointment scheduled for (B)(6) 2017.